Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported episodes of high ventricular rate due to intermittent lead noise on both leads were observed. Potential clavicular crush was suspected. The noise was not reproduced through isometrics, but did not specifically focus on the clavicles during testing. Programming changes were discussed until leads are revised. Patient was asymptomatic to the noise.